Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage / device breakage / fracture'), device expulsion ('migration / migration of essure device / location: endometrial cavity') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy, cramp in lower abdomen, adenomyosis and abnormal uterine bleeding. Concurrent conditions included hpv positive oropharyngeal squamous cell carcinoma and asc-us. Concomitant products included biotin;calcium pantothenate;cyanocobalamin;folic acid;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate (spring valley b100 complex) since (B)(6) 2018, cetirizine hydrochloride (zyrtec allergy) from (B)(6) 2012, desogestrel;ethinylestradiol (desogestrel/ethinylestradiol) from (B)(6) 2018, ethinylestradiol + levonorgestrel (microgynon 30; 21+7) since 1998 to (B)(6) 2007 and ibuprofen since (B)(6) 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping) / painful cramps with periods"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and migraine ("migraines/headaches"). In (B)(6) 2007, the patient experienced depression ("depression"). In (B)(6) 2008, the patient experienced urticaria chronic ("autoimmune disorder - type of disorder: chronic urticaria / urticarial") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced rash ("rashes"). On (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure (ess205). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("physical pain / pain in pelvic area daily, severe"), abdominal pain ("abdominal pain / pain in abdominal area daily, severe"), back pain ("pain in lower back area daily, severe"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and hypersensitivity ("allergy-other"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, device expulsion, genital haemorrhage, dysmenorrhoea, heavy menstrual bleeding, hypersensitivity, urticaria chronic, rash, dyspareunia, migraine and depression outcome was unknown and the pelvic pain, abdominal pain, back pain and vaginal haemorrhage was resolving. The reporter considered abdominal pain, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, migraine, pelvic pain, rash, urticaria chronic and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the left essure device appears intact and in appropriate position. Discrepancy regarding insertion date: also reported as 2011. Patient received treatment for events ¿pelvic pain , abnormal bleeding, fracture, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Findings consistent with bilateral post-surgical occlusion of the fallopian tubes. Ultrasound scan vagina - on an unknown date: both echogenic essure devices appear to have migrated into the endometrial cavity, right more so than left. Both essure devices appear to have migrated centrally into the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhoea, rash, urticaria, menorrhagia, device expulsion, dyspareunia, back pain and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2021: medical record received: medical history, reporter information were added.fu marked significant due to FDA/imdrf synchronization code error. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage / device breakage'), device expulsion ('migration / migration of essure device / location: endometrial cavity') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy. Concurrent conditions included hpv positive oropharyngeal squamous cell carcinoma and asc-us. Concomitant products included biotin;calcium pantothenate;cyanocobalamin;folic acid;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate (spring valley b100 complex) since (B)(6)2018, cetirizine hydrochloride (zyrtec allergy) from (B)(6)2012 to (B)(6)2012, desogestrel from (B)(6)2018 to (B)(6)2018, ethinylestradiol + levonorgestrel (microgynon 30; 21+7) since 1998 to (B)(6)2007 and ibuprofen since (B)(6)2018. In (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping) / painful cramps with periods"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and migraine ("migraines/headaches"). In (B)(6)2007, the patient experienced depression ("depression"). In (B)(6)2008, the patient experienced urticaria ("chronic urticaria / urticarial") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2008, the patient experienced rash ("rashes"). On (B)(6)2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6)2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("physical pain / pain in pelvic area daily, severe"), abdominal pain ("abdominal pain / pain in abdominal area daily, severe"), back pain ("pain in lower back area daily, severe"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and hypersensitivity ("allergy-other"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the device breakage, device expulsion, genital haemorrhage, dysmenorrhoea, menorrhagia, hypersensitivity, urticaria, rash, dyspareunia, migraine and depression outcome was unknown and the pelvic pain, abdominal pain, back pain and vaginal haemorrhage was resolving. The reporter considered abdominal pain, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the left essure device appears intact and in appropriate position. Discrepancy regarding insertion date: also reported as 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2007: total bilateral occlusion. Findings consistent with bilateral post-surgical occlusion of the fallopian tubes. Ultrasound scan vagina - on an unknown date: both echogenic essure devices appear to have migrated into the endometrial cavity, right more so than left. Both essure devices appear to have migrated centrally into the endometrial cavity.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhoea, rash, urticaria, menorrhagia, device expulsion, dyspareunia, back pain and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage / device breakage'), device expulsion ('migration / migration of essure device / location: endometrial cavity') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy. Concurrent conditions included hpv positive oropharyngeal squamous cell carcinoma and asc-us. Concomitant products included biotin;calcium pantothenate;cyanocobalamin;folic acid;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate (spring valley b100 complex) since (B)(6) 2018, cetirizine hydrochloride (zyrtec allergy) from (B)(6) 2012 to (B)(6) 2012, desogestrel from (B)(6) 2018 to (B)(6) 2018, ethinylestradiol + levonorgestrel (microgynon 30; 21+7) since 1998 to (B)(6) 2007 and ibuprofen since (B)(6) 2018. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping) / painful cramps with periods"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and migraine ("migraines/headaches"). In (B)(6) 2007, the patient experienced depression ("depression"). In (B)(6) 2008, the patient experienced urticaria ("chronic urticaria / urticarial") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In june 2008, the patient experienced rash ("rashes"). On (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("physical pain / pain in pelvic area daily, severe"), abdominal pain ("abdominal pain / pain in abdominal area daily, severe"), back pain ("pain in lower back area daily, severe"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and hypersensitivity ("allergy-other"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, device expulsion, genital haemorrhage, dysmenorrhoea, menorrhagia, hypersensitivity, urticaria, rash, dyspareunia, migraine and depression outcome was unknown and the pelvic pain, abdominal pain, back pain and vaginal haemorrhage was resolving. The reporter considered abdominal pain, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the left essure device appears intact and in appropriate position. Discrepancy regarding insertion date: also reported as 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Findings consistent with bilateral post-surgical occlusion of the fallopian tubes. Ultrasound scan vagina - on an unknown date: both echogenic essure devices appear to have migrated into the endometrial cavity, right more so than left. Both essure devices appear to have migrated centrally into the endometrial cavity.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhoea, rash, urticaria, menorrhagia, device expulsion, dyspareunia, back pain and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received - reporter's information updated and a new reporter added. Patient's information, lab data and essure stop date were provided. Insertion date (B)(6) 2007 (model number updated to ess 205). Migration clarified as ¿location: endometrial cavity¿. Furthermore, the events dyspareunia, migraine, depression, rashes, back pain and abnormal bleeding (vaginal) were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage / device breakage'), device expulsion ('migration / migration of essure device / location: endometrial cavity') and genital haemorrhage ('general abnormal bleeding') in a 36-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy. Concurrent conditions included hpv positive oropharyngeal squamous cell carcinoma and asc-us. Concomitant products included biotin; calcium pantothenate; cyanocobalamin; folic acid;nicotinamide;pyridoxine hydrochloride;riboflavin;thiamine mononitrate (spring valley b100 complex) since (B)(6) 2018, cetirizine hydrochloride (zyrtec allergy) from (B)(6) 2012 to (B)(6) 2012, desogestrel;ethinylestradiol (desogestrel/ethinylestradiol) from (B)(6) 2018 to (B)(6) 2018, ethinylestradiol + levonorgestrel (microgynon 30; 21+7) since 1998 to (B)(6) 2007 and ibuprofen since (B)(6) 2018. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping) / painful cramps with periods"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and migraine ("migraines/headaches"). In (B)(6) 2007, the patient experienced depression ("depression"). In (B)(6) 2008, the patient experienced urticaria chronic ("chronic urticaria / urticarial") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced rash ("rashes"). On (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("physical pain / pain in pelvic area daily, severe"), abdominal pain ("abdominal pain / pain in abdominal area daily, severe"), back pain ("pain in lower back area daily, severe"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and hypersensitivity ("allergy-other"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, device expulsion, genital haemorrhage, dysmenorrhoea, menorrhagia, hypersensitivity, urticaria chronic, rash, dyspareunia, migraine and depression outcome was unknown and the pelvic pain, abdominal pain, back pain and vaginal haemorrhage was resolving. The reporter considered abdominal pain, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, urticaria chronic and vaginal haemorrhage to be related to essure (ess205). The reporter commented: the left essure device appears intact and in appropriate position. Discrepancy regarding insertion date: also reported as 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Findings consistent with bilateral post-surgical. Occlusion of the fallopian tubes. Ultrasound scan vagina - on an unknown date: both echogenic essure devices appear to have migrated into the endometrial cavity, right more so than left. Both essure devices appear to have migrated centrally into the endometrial cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhoea, rash, urticaria, menorrhagia, device expulsion, dyspareunia, back pain and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy-other"), urticaria ("autoimmune diagnosed: urticarial") and psychological trauma ("psych injury"). At the time of the report, the device breakage, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, hypersensitivity, urticaria and psychological trauma outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Lab data added. Events : migration, breakage/ expulsion: breakage, general abnormal bleeding, abdominal pain ,dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), allergy, autoimmune diagnosed: urticarial, psych injury were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.